Event description:
Boston scientific received information that this patient experienced a syncopal episode due to pulseless electrical activity. The device was also noted to be at end of life due to an extended charge time. No episodes have been recorded at the time of the patient's syncope. Surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.